Manufacturer narrative:
D10 concomitant product: 173016, 173016 endo stitch instrument, , (lot #j4g4104ey) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hysterectomy, while closing the vaginal cuff, the needle from the instrument broke off and became stuck in the vaginal cuff. An x-ray was performed to locate the needle. The needle could not be retrieved and was left in the vaginal cuff.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one half of the needle was returned. The needle was returned broken at the swage. No instrument blade marks were observed outside the loading slot and on the cone. No suture was returned with the needle. Functional testing was precluded as the needle was returned broken and no sealed samples were received. It was reported that the needle from the instrument broke off and became stuck in the vaginal cuff. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.